Event description:
Boston scientific received information that during a changeout procedure a month ago the pace impedance measurements appeared normal, but immediately post operation were low and out of range. The most recently follow up showed a further decrease in pacing impedance measurements. A review of the issue by boston scientific technical services (ts) noted that a possible issue was evident as the pacing impedance measurements appeared low. Technical services discussed that the battery drain will be significantly high, and it is not possible to tell how long pacing and sensing will be supported by the device. No noise could be reproduced, and an x-ray was performed. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.